Manufacturer narrative:
The investigation into the aic - purge disc/flag issues has been completed since the original report was filed. The medical center returned the console for analysis. The root cause of the reported complaint was a defective purge pressure sensor. The faulty component was replaced.

Event description:
The user facility reported that the automated impella controller (aic) had a broken purge clip. A loaner was sent to the user facility and return of aic with broken clip is anticipated. There was no patient involvement related to the event.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.